Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue was confirmed in the logs.

Event description:
During evaluation of a returned homechoice device, an issue of increased intra peritoneal volume (iipv) event was identified in the patient therapy log. The ultrafiltration (uf) was 1504 ml during cycle 2, meaning the home patient drained 1504ml more than the fill volume of 1800 ml. This event meets iipv criteria.